Event description:
It was reported to technical services on (B)(6) 11 that this lead caused a yellow alert on latitude for low intrinsic amplitude. It will be monitored and investigated this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)